Event description:
We were informed on august 6, 2024 about an event regarding a patient with medtronic deep brain stimulation (dbs) system. The patient underwent a medtronic implantable pulse generator (ipg) replacement with a (B)(6) device for an unknown reason. The physician's name is (B)(6). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).